Event description:
The user facility reported during insertion of 110-4bt, noise disturbed measuring and the stable value was not displayed. The physician replaced with another catheter and could not measure the value normally. The physician understood that the monitor itself did not have problem. No pt injury was reported, the catheter had to be replaced.